Manufacturer narrative:
Pump received with battery cap contact missing. Unable to perform any testing. However, a test battery cap locks securely into place and the pump powered up properly. Unit received with unresponsive keypad at all buttons. Unable to perform the self-test due to unresponsive keypad buttons. Pump was cut open to perform visual inspection and found corroded keypad traces at all buttons. No moisture damage to the electronic assembly or motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: unit had cracked keypad overlay, stained keypad overlay, cracked case (battery tube), missing display window/cover and pillowing keypad overlay battery contact missing was confirmed. Unable to confirm stuck button alarm due to unresponsive keypad at up, down, ok buttons. Unresponsive buttons due to corroded keypad traces. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported keypad anomaly, buttons were damaged, and the battery cap was damaged. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. The customer reported battery cap damaged. Damage was on metal contacts. The customer reported a damage on the pump screen. The customer did not receive a stuck button alarm. The numbers are not ramping up on their own, the scroll bar isn¿t moving without input, and there was some response from the buttons. The customer was able to access the menu screen. Buttons remained unresponsive after troubleshooting. Reminded the customer to continue to check the metal contact on the pump battery cap during routine battery replacement and call back if it is loose, damaged, or missing. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884 was requested, and the customer response was the device will be returned.